Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Provider states out of the box they noticed the right rear wheel is warped; therefore, it rubs against the arm when the chair is in motion.